Event description:
It was reported that patient presented with painful hip. Surgeon removed metal head and replaced with universal sleeve and delta 40mm head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.